Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis with contrast in the balloon and inflation lumen. Magnified inspection revealed a longitudinal tear in the balloon wall on the proximal end of the balloon. The balloon presented no irregularities in the balloon material and there was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Vascular access was obtained via the brachial artery. The target lesion was located in the severely calcified and moderately tortuous distal left circumflex artery. This 15mm x 2.00mm emerge mr balloon catheter was selected for pre-dilatation. The device was advanced and inflated to 13atm on the 1st inflation. Indentation remained and the 2nd inflation was performed. Upon the 2nd inflation, the balloon ruptured at 18atm. The procedure was completed with this emerge balloon catheter. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Vascular access was obtained via the brachial artery. The target lesion was located in the severely calcified and moderately tortuous distal left circumflex artery. This 15mm x 2.00mm emerge mr balloon catheter was selected for pre-dilatation. The device was advanced and inflated to 13atm on the 1st inflation. Indentation remained and the 2nd inflation was performed. Upon the 2nd inflation, the balloon ruptured at 18atm. The procedure was completed with this emerge balloon catheter. No patient complications were reported and the patient's status is good.